Event description:
The catheter came apart from the hub of the sheath. The device was inside the pt and when they were pulling it back, it pulled apart. Enough of the device was sticking out that they were able to remove it. Pt had a small hematoma that did not require intervention.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition: the sheath had been pulled through the cap with the appropriately sized flare intact. Per quality control specification, there is 100% inspection, confirming the flare on proximal end of sheath is caught securely in proximal fittings and the sheath does not rotate in cap fitting. It is also verified that coils in sheath continue into cap and is adequately attached and that the sheath does not pull apart. Each flare is inspected with appropriate flare gauge. Furthermore, an IFU is provided with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. A review of manufacturing records revealed the devices from the provided lot were assembled 01/07/2011 which is after the effective implementation date of 09/15/2010 for a change request that implemented additional process controls and design improvements for the hub attachment process on flexor sheaths 8.5 fr and less. A corrective action/preventative action was previously issued at management discretion for this failure mode and product family prior to this occurrence. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events.